Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4), has not been returned for evaluation. Upon completion of the evaluation, a follow-up report will be submitted. The cine-angiograms have been requested for evalutation, but not yet returned. The consumables used during the event were discarded by the user facility and the lot numbers are not known.

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) on a 69-year old male with st elevation myocardial infarction (stemi), an air injection occurred. Less than 1ml of air (3-4 bubbles) was injected upon the third injection of contrast media, post right coronary artery cannulation. The patient's oxygen saturation decreased slightly; there were no other clinical symptoms related to the air injection reported.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was returned for evaluation march 14, 2023. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The cine-angiograms were not returned for evaluation. A follow-up report will be submitted if the cine-angiograms are returned for evaluation. This report is closed.